Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt is feeling shocking when he turns his head. X-rays did not reveal any visible fractures or migration to the lead. The sjm rep determined there were 4 invalid (high impedance) contacts on the pt's lead. The pt was reprogrammed which stopped the shocking, but the pt reports overstimulation when he moves his head side to side. The pt's physician is working with the pt for the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.